Event description:
Overdelivery reported. The pump was in home care use to infuse a tpn solution of 2050ml at 185ml/h over approx 12 hrs with tapering. The pt reported that the total volume was completed within 8 hrs. The pt did not experience any adverse effects. No add'l info was available.